Event description:
It was reported that during a procedure using the console set at 18hz and 1.2j, the fiber emitted a burning smell and experienced a decline in output. Notably, the fiber had been used eight times previously and had undergone steam sterilization. Despite replacing the fiber, the issue persisted, resulting in the second fiber to burn as well, so the customer suggested inspecting the console. The procedure was successfully completed using an alternative method with no patient complications. This complaint second to the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-36165.